Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19). Additionally, insulin was not observed to be dripping out of the infusion set tubing and the cartridge tubing during the load fill tubing sequence. A cartridge change was performed to address the issue. Customer's blood glucose level was 208 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.